Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The customer's sensor prematurely detached and was unable to obtain the glucose readings. The customer experienced symptom described as "feeling worse", sweating, and was unable to self-treat, requiring sugar injection from a non-healthcare for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and adhesive and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The customer's sensor prematurely detached and was unable to obtain the glucose readings. The customer experienced symptom described as "feeling worse", sweating, and was unable to self-treat, requiring sugar injection from a non-healthcare for treatment. There was no report of death or permanent impairment associated with this event.